Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the modular cable was exchanged on (B)(6) 2024 due to deterioration and was to return. The modular cable had rescue tape applied multiple times prior to the exchange.

Manufacturer narrative:
D4: correct serial number not provided. Manufacturer's investigation conclusion: the evaluation of the returned modular cable confirmed damage to the outer jacket. Although a specific cause for the observed damage could not be conclusively determined, it did not appear to have contributed to an electrical issue. The heartmate 3 modular cable was returned in used condition. Upon examination, a gray discoloration was observed in the outer jacket along the length of the cable. The outer jacket appeared to be bunched approximately 9.5" from the controller connector; however, no evidence of damage such as cuts, holes, or tears were observed in this location. Layers of tape were also observed approximately 2.5" ¿ 8.5" and 11.5" ¿ 13" from the controller connector. Upon removal of the tape, the jacket was torn approximately 4.5¿ ¿ 5.5" and 12¿ from the controller connector. The outer jacket material appeared to have expanded and stretched at the location of the first tear and created small flaps of material on the side of the cable. Additionally, areas of the outer jacket material showed a dried, cracked surface. The underlying armor layer was exposed at the locations of the tears but was intact and showed no signs of damage. The controller and inline connector pins appeared unremarkable. The modular cable passed manufacturing test procedure and was determined to function as intended. The lot number or other identifying information of the modular cable was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.